Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08873. And (B)(4). It was reported that a perforation and subsequent pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the patient. The 24 mm watchman ® laa closure device and delivery system (wds) was advanced through the was utilizing fluoroscopy and echocardiogram to snap the devices together. A perforation was noticed as they took an angiographic picture prior to device deployment to confirm positioning. This is when they noticed staining of the contrast into the pericardium from the laa. The device was not deployed. They removed the was and wds immediately and the physician performed a pericardiocentesis. Cell saver was utilized and blood products were given as well as the heparin being reversed with protamine. The effusion grew faster than the physician could evacuate it and the patient experienced tamponade, so a decision was made to call the cardiovascular surgeon. The patient had a sternotomy and the perforation was repaired and the laa was excised. The patient remained in stable condition and was discharged from the hospital without further incident. It was further noted that the physician felt the was straightened out as the wds was snapped together which caused the perforation at the distal end of the laa.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08873 and medwatch #(B)(4). It was reported that a perforation and subsequent pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the patient. The 24mm watchman ® laa closure device & delivery system (wds) was advanced through the was utilizing fluoroscopy and echocardiogram to snap the devices together. A perforation was noticed as they took an angiographic picture prior to device deployment to confirm positioning. This is when they noticed staining of the contrast into the pericardium from the laa. The device was not deployed. They removed the was & wds immediately and the physician performed a pericardiocentesis. Cell saver was utilized and blood products were given as well as the heparin being reversed with protamine. The effusion grew faster than the physician could evacuate it and the patient experienced tamponade, so a decision was made to call the cardiovascular surgeon. The patient had a sternotomy and the perforation was repaired and the laa was excised. The patient remained in stable condition and was discharged from the hospital without further incident. It was further noted that the physician felt the was straightened out as the wds was snapped together which caused the perforation at the distal end of the laa.